Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a procedure, performed on (B)(6) 2021. During unpacking, it was noted that the stent fractured in two pieces. The procedure was completed and it was unknown what completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail detached and not returned. A mandrel of 0.035" was loaded into the device and no resistance was felt. A suture string did not return with the device only the stabilizer returned. No other issues with the device were noted. The reported event was not confirmed. According to he product analysis, it was found that the device has the bladder pigtail detached. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. In the other hand the report complaint of stent shaft break cannot be confirmed due to the shaft was not detached, for this reason the report issue cannot be confirmed. Therefore, adverse event related to procedure is selected as the most probable root cause of the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a procedure, performed on (B)(6) 2021. During unpacking, it was noted that the stent fractured in two pieces. The procedure was completed and it was unknown what completed the procedure. There were no patient complications reported as a result of this event.